Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a reverse shoulder surgery the blue part of the impactor head broke. All broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-9165cdg serial/batch number 051908 was received for investigation. Visual inspection identified that the blue baseplate adapter had broken off at the distal end of the ar-9165cdg assembly. However, no fragments were returned for analysis. Multiple scratches and marks were observed on the device's shaft and the baseplate adaptor. The root cause of the reported failure mode is undetermined; however, the observed event is most likely caused by excessive forces applied during use.